Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a sensation medium oval snares was used during a procedure. According to the complainant, during the procedure, when the user attempted to remove a polyp with the sensation snare, the snare loop would not fully retract around the polyp. When the user tried to open the snare back up, it was noted that the loop would not extend, so the device could not be removed from the patient. The tech then cut off a piece of the sheath near the handle, which allowed the snare to fully close around the polyp and allowed the device to be removed from the patient. The procedure was completed with this device. It was reported that the target polyp was very large and thick. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of wire loop failed to retract. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.